Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved.the device was explanted on (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).